Event description:
It was reported that a female customer experienced a serious adverse event related to diabetes management, resulting in her being taken to the emergency room in an ambulance due to low blood glucose levels, with the lowest recorded level being 1.3 mmol/l. Despite the seriousness of the situation, there was no permanent injury or damage, and the pump was found to be functioning correctly without any issues related to the cartridge, infusion set tubing, cannula, or insulin observed. To resolve the low blood glucose issue, she received glucagon injection and treatment with intravenous saline fluids, which successfully stabilized her. The customer has not been released from the hospital, and no further actions were taken by technical support beyond performing a system check.